Manufacturer narrative:
E1: reporting institution name: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the blower temperature was too high. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the blower temperature was too high. The investigation is ongoing.

Manufacturer narrative:
It was reported that the blower temperature was too high. Per good faith effort (gfe) response received 10jan2025, the hospital's equipment department cleaned the cooling filters to resolve the reported issue. The hospital's equipment department cleaned the cooling filters to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.